Event description:
The user facility reported that the tr band leaked air slowly, putting the patient at risk of a hematoma and bleeding. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
(B)(6). E3: occupation: assistant nurse manager. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).